Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts decided to replace the pump, and the customer would revert to using mdi as a backup therapy. Cts informed the caller of the shipment and storage instructions for the replacement pump and ensured all necessary steps were understood and acknowledged.